Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. During the device evaluation, the following findings were revealed: faulty patient board set. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that, during preparation for use for a diagnostic esophagogastroduodenoscopy (egd), the video system center had a video connection issue resulting in a black screen and the procedure was extended for five minutes while the user tried to figure out why the scope was not taking pictures. The procedure ended by the user having to take pictures manually with the mouse. The procedure was only postponed for a very short time and the condition of the patient was not impacted. No medical intervention was required as a result of the reported problem and no patient harm was reported. The device was returned for evaluation. During the device evaluation, the device was found to have no image due to faulty patient board set. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 17-oct-2023. The customer's original complaint was assessed and found to be a potential adverse event.

Event description:
The user does not remember any error messages that may have been observed because of the failure. The procedure was a esophagogastroduodenoscopy and colonoscopy. The reported problem did not affect the diagnostic outcome.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out (updated fields include b5 and h4). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the phenomenon " older scopes do not show images" occurred due to failure of the patient board set. However, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.